Event description:
The integra sales rep reported on behalf of the user facility the following incident: the device had a leak after one (1) day of use. The leakage was detected by a spill on the floor. No pt consequences were reported.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.